Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. The sample initially resulted in a na value of 146 mmol/l accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated twice, resulting in values of 138 mmol/l and 139 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Precision studies were performed and were okay. No further incidents have occurred. The investigation determined the issue is consistent with a mis-sampling of the patient sample caused by incorrect pre-analytic sample handling.